Event description:
It was reported that the balloon ruptured. This ranger global dcb otw 6.0 x 60mm, 80cm was selected for use in an endovascular therapy procedure. The lesion was located in the superficial femoral artery (sfa) and was 40% stenosed and mildly calcified. It was noted the balloon ruptured during the first inflation at 3 atmospheres. The device was able to be removed, the procedure was completed with a different ranger balloon, and there was no patient injury.